Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary:the sample was returned for evaluation. The evaluation of the returned sample could not confirm an expansion issue. The silicone cushion was found in correct position; an indication for stent adhering to the inner catheter or system could not be found. Images demonstrating the stent adhering to the inner catheter were not provided which led to an inconclusive evaluation result. The investigation is inconclusive for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure,catheter allegedly stuck on stent. It was further reported that the physician was able to remove catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during stent placement procedure, catheter allegedly stuck on stent. It was further reported that the physician was able to remove catheter. There was no reported patient injury.